Manufacturer narrative:
An event regarding seating/locking issues involving an mdm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. An image of the device was however provided. Blood was evident on the returned device, the device was otherwise unremarkable. -medical records received and evaluation: not performed, this event is related to an intraoperative event and no adverse consequences to the patient were noted to date. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the DHR did not indicate any evidence of a dimensional issue. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Return of the device is needed to fully investigate the event and complete a dimensional assessment. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the surgeon was unable to implant mdm liners.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon was unable to implant mdm liners.